Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 694765 implantable tachy lead, (B)(6) 2007; 407652 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation and "thumping." The clinician tried different output configurations to resolve the stimulation, with the best results being continued intermittent stimulation. The lead remains in use. No patient complications have been reported as a result of this event.